Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose. The customer blood glucose level was 200 mg/dl to 400 mg/dl and the current blood glucose of the customer was 364 mg/dl. Customer treated with insulin pump. Customer was declined for troubleshooting. Customer stated that they had tried to go in the auto mode. Customer changed out the set assisted with making the change of carbohydrate ratio per health care professional instructions. The product will not be returned for analysis.